Event description:
Rptr stated that pt was hospitalized in 2004 due to elevated blood glucose (result="hi")--treatment received: saline IV. Pt's blood glucose at hosp was 400 mg/dl. Pt was also diagnosed with "bacterial virus."